Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was installed on an in-house system and driven and the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the yaw pulley moved in the opposite direction. This behavior was observed in the yaw direction and presented on three out of three installs. Motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input five in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause for this failure is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter confirmed the instrument moved in the intended direction during the procedure, there was no shakiness or friction experienced and there was no patient injury. The issue also was related to jaws not opening or closing and was identified during procedure. No pieces detached/broke off from the distal end.